Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that when trying to use the 8mm vessel sealer extend (vse) instrument a message showed "press arm swap pedal to restore control. The surgeon followed the instruction, and the scrub checked the drapes and seals, but the issue still persisted. The scrub noticed that the vessel sealer jaw would not close all the way while doing an inspection. They changed the vessel sealer and finished the case with no issue. The procedure was completed with no reported injury.

Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter.